Manufacturer narrative:
The ge rep found i.I. Failure 24vdc supply is steady and no noise. He was unable to stabilize size or focus. He ordered a replacement to be replaced.

Event description:
The customer reported the unit would not properly boot up and the mag 2 mode appeared to flash to normal mode intermittently while testing. The image is in wrong mode for selected field size. Continued troubleshooting unable to adjust the i.I. No pt injury was reported.